Event description:
It was reported that during a lap cholecystectomy procedure, clips failed to form and ejecting from the jaws of the gun when the trigger was applied. No consequences to the patient. One device returning.